Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional tricuspid regurgitation (tr), enlarged atrium, rotated heart, thin leaflets, septal leaflet was divided, and tethered septal leaflet for a triclip procedure. It was reported that throughout the procedure there was challenges with imaging. During the procedure, a triclip was successfully implanted. A second triclip was placed posterior/septal (p/s) leaflets and was successfully placed after multiple grasping attempts. After deployment, a single leaflet detachment (slda) occurred and the clip was no longer attached to the septal leaflet. The procedure was discontinued. The final tr was grade 3. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation appears to be related to challenging patient anatomy (rotated heart, thin leaflets, septal leaflet was divided, main gap 6mm, tethered septal leaflet). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.